Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer was taken to the hospital due to gastritis. The customer was given medications to help with symptoms of persistent nausea over a few weeks. It was stated that the customer's blood glucose reading was 62mg/dl when she was released from the hospital. However, her daughter tested and it was 531mg/dl. Ninety minutes later the customer was in the bed unresponsive. The customer had stopped breathing fifteen minutes before the paramedics arrived to her home. The customer was resuscitated in the hospital, then the heart stopped and was unable to resuscitated. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.